Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The reported event was not confirmed as the scope was not microbiologically tested. Based on the results of the investigation, a root cause could not be determined. The instructions for use (IFU) states that the equipment after repair has not undergone reprocessing, as shown below: "1.5 reprocessing before the first use: new endoscopes, repaired endoscopes, accessories, and the carrying case for endoscopes are not reprocessed prior to shipping from olympus, regardless of whether those instruments are for new purchase, demo, or loaner purposes. Reprocess all such endoscopes and accessories received from olympus according to the instructions given in this manual before storage and before using them in a patient procedure." IFU warns against inappropriate reprocessing as shown follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer did not have any concerns about the reprocessing process. The scope was last reprocessed on (B)(6) 2023. Pre-cleaning was completed immediately after the procedure and involved aspiration of water through the instrument/suction channel with a suction pump. The air/water channel was flushed with the air/water channel cleaning adapter. Manual cleaning was done within an hour after the procedure and the scope passed a leak test. The detergent used for manual cleaning was unknown. The instrument/suction channel, suction channel, and instrument channel port were brushed during manual cleaning. The device was rinsed before manual disinfection and all channels were flushed with and immersed into the disinfectant. The name of the disinfectant was unknown. The final rinse was done with tap water. The scope was dried and then stored in a drying cabinet. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonovideoscope tested positive for an unexpected contamination. After being returned from the repair, the scope was reprocessed, sampled and put into circulation prior to receiving the results. The scope then tested positive so it was cleaned, reprocessed and tested again. The second test was negative. There was no reported patient harm or impact due to this event.